Manufacturer narrative:
Exact date unknown, event occurred two days ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging and communicating the ipg to the remote control. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg was discarded.